Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the gas delivery system (gds) and the ventilator was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the value avg air (average air flow) is out of tolerance during the performance verification. No patient involvement.